Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) performed a viper sc surgery on (B)(6) 2015. The indication was a spondylisthesis grade 1 (claudicatio spinalis l4/5) with minimal instability. First decompression was performed with additional stabilization with viper sc. The screws have been placed in an open fashion and according to my knowledge, all screws have been placed in ideal trajectory. Peek rods have been placed without reduction, compression or distraction maneuver. Rod holder was used to perfectly align the rod into the screws. Rods have been preliminary fixed with innies for peek rods. 279734200 viper sc stabilizing counter torque extensions have been used together with 286745150 lis 2 anti-torque wrench to finally fix the innies with the 60inl torque handle. No issues appeared with 3 screws. When mounting the 279734200 viper sc stabilizing counter torque extension on the fourth screw, apparently soft tissue interfered with the extension. Dr. (B)(6) applied force to attach the extension to the top notch of the screw. He pushed down the outer safety sleeve of the extension to fix the extension to the top notch. The markings on the extension showed that the outer sleeve has successfully been pushed down. During final tightening, the rod broke because the extension obviously was not mounted correctly on the top notch and didn't prevent the viper sc screw head from rotating. When analyzing the case, please consider to check the usability of the 279734200 viper sc stabilizing counter torque extension and the respective user risks.

Manufacturer narrative:
The peek rod was returned for evaluation. Optical images of the fractured rod¿s surfaces show that each broken surface of the rod exhibits plastic deformation consistent with over load bending failure. A review of the DHR found no issues that could have caused or contributed to the reported event. Trend analysis found no related complaints. A root cause cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause may be over load bending failure due to unexpectedly high forces placed on the rod. No patient harm or delay in the procedure was reported and there no systemic trends observed. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.